Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device passed all functional, impedance, defibrillation, hi-pot, and leakage tests, and the customer's multifunction cable (mfc) met inspection requirements. The device was found to be functioning according to specifications. Review of december 2nd logs showed normal self-testing and a successful manual test shock earlier that morning. During the suspected event period, the device remained in monitor mode and no charge or shock events were recorded. Device requires user activation to deliver therapy and provides visual and audible charging indicators. There is no fault found with the device and it was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device self discharged resulting in a shock to patient and rescuer. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. The rescuer was sent to ER, no report of injury.